Manufacturer narrative:
Retainer ring = black customer returned device for an alleged critical pump error (open book image) and charge/battery lasts less than expected on july 19, 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The crest and thus software were unsuccessful due to device stuck in critical pump error (open book image) alarm. Unable to bypass open book. The device was cut open to perform a visual inspection and found no moisture damage on the [electric board / force sensor]. Swap electric board2 with a test electric board 2 to determine which assembly might be causing the open book. If the open book was caused by a fatal alarm, then the device could be locked in an open book state too, isolated to electric board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, critical pump error (open book image) alarm confirmed problem isolated to electric board 2. Charge/battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received open book image on the insulin pump screen. Insulin pump had getting alarms of low battery, changed battery and the insulin pump was not able to recognized the battery also patient got open book image. No harm requiring medical intervention was reported. The device will not be returned for analysis.